Event description:
It was reported that the patient presented at the emergency room. Interrogation noted that the right ventricular lead exhibited failure to capture. The patient was transcutaneous paced and then a temporary pacing wire was placed. A new pacing system was implanted on the right chest of the patient on (B)(6) 2023. The patient is recovering from procedure.